Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was running high. Customer stated that he has changed his sites and reservoir. Customer stated that he has treated. Customer's first reading was 547 mg/dl and then it was 352 mg/dl. Customer stated that he put in 3 cannulas and only one was bent. Customer cannot get them to go through. Customer stated that he is a big person. Customer was advised to covert the cc on the reservoir to the syringe. Customer was advised to go to the emergency room or nearest clinic to get a calculation for treatment.